Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6), it was observed that the chamber of a fms vue fluid management system device was filling uncontrollably. They stopped the pump and made sure the tubing was fully seated in the fill chamber connection but it continued filling. The pump ended up getting wet internally and needed to be swapped out. Another like device was used to complete the procedure with a delay of under five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during an acl reconstruction the chamber of a fms vue fluid management system was filling uncontrollably. They stopped the pump and made sure the tubing was fully seated in the fill chamber connection, but it continued filling. The pump ended up getting wet internally and needed to be swapped out. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that the pressure transducer was defective causing excessive flow; therefore, it was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to wear of the internal components as well as lack of maintenance which may cause that the unit not working properly. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.